Event description:
Same case as of MFR # 6000093-2005-00433. It was reported that during a coronary stent procedure of a highly calcified svg to the rca, the stent embolized. The physician was attempting to direct stent with the 4.0x20 express2 stent. The delivery/stent device was unable to cross the lesion and was pulled back into the guide catheter. During removal, the stent came off of the delivery balloon and remained on the pt graphix guide wire. The stent stayed on the end of the pt graphix guide wire all the way to the femoral artery sheath; at this point, the stent came completely off of the guide wire. The stent embolized into an unknown location in the right leg where it remains. A 4.5x20 express2 stent was then advanced into the svg to the rca and dislodged off of the delivery balloon inside of the lesion. Wire position was maintained and the stent was deployed using a 4.0 maverick in good position. Pt status is listed as "good".